Event description:
The customer's son reported via phone call that he was trying to assist the customer is using the insulin pump to treat high blood glucose levels. Blood glucose level at the time of the call was 421 mg/dl. The customer's son was unable to complete troubleshooting as he did not have a tubing clamp available, but no malfunction of the insulin pump was revealed. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.